Event description:
It was reported that the health care professional was unable to advance the lead into the 8-15 port. Troubleshooting was performed without success including backing out the screw and trying again, and trying both "tails" of the 5-6-5 lead. The implantable neurostimulator (ins) was not implanted. A new ins was opened and the lead tails advanced without difficulty. All impedances were within normal range. The pt recovered without sequela. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). The implantable neurostimulator has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.